Manufacturer narrative:
The event occurred between (B)(6) 2020 and (B)(6) 2020. Initial reporter: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set tubing disconnected from the end connection going to the IV catheter. The connection did not seem to be adhered to the tubing. The issue occurred immediately on use. There was no reported medical intervention, patient or clinical injury. The infusion set was changed.

Manufacturer narrative:
Other, other text: 32 unopened cadd administration sets were returned to investigate previously reported tubing disconnection. One picture of a used set was also sent for investigation. Upon inspection of the picture, it was found that the leur detached from the tube. The unused samples were also inspected under normal conditions, and no anomalies were found. Root cause could not be determined since no anomalies were found in the samples received for evaluation. It was also not possible to determine if the failure mode was attributable to an error in the manufacturing process from the photo received. No actions were required since the reported malfunction was not confirmed.